Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer was able to get the instrument released and removed. Customer proceeded to use a handheld lap stapler to finish the stapling portion of the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the logs for the sureform 60 stapler instrument associated with this event has been performed by an isi advanced failure analysis engineer. The following additional information was provided: logs showed (part number: 480460-09), (lot number: t11230501-0318), was installed on the system 4x and fired 4 reloads (2 green, followed by 2 blue). On every install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs for this procedure.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the green reload had a tissue pushout event on stomach tissue. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the first fire was with the sureform 60 stapler instrument was a blue reload, which was successful. The second attempted was with a green reload, when the tissue pushout event occurred. There was no tissue tension. There was bunching of the tissue, and the event involved the tissue being pushed forward/dragged during the firing process. The stapling issue resulted in malformed staples that appear like option "r" on the malformed staple chart. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. The surgeon did not experience clamping issues prior to firing. There was no additional bleeding observed at the staple line due to the stapling issue. There was no unplanned tissue removal. A handheld stapler was used to complete the procedure.